Event description:
The following was reported to hamilton medical ag: during initial start-up, device appears in black screen. Event happened in preparing for patient use, and not for immediate use. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11

Event description:
The following was reported to hamilton medical ag: during initial start-up, device appears in black screen. Event happened in preparing for patient use, and not for immediate use. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: fields b4, g6, h2, h6 and h11 are updated. During start up the ventilator went into ambient mode and alarmed with tfs. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective circuit board. After replacing the circuit board, the device was found to be functional and was released for use. If the ventilator will trigger the same tfs during ventilation it will go into ambient mode. In that state, the issue could potentially impact patient safety since the ambient mode of the device could result in inadequate ventilation support. Therefore the event is deemed as a reportable event.

Event description:
The following was reported to hamilton medical ag: during initial start-up, device appears in black screen. Event happened in preparing for patient use, and not for immediate use. No patient harm or consequences.